Event description:
It was reported that the patient passed away on (B)(6) 2022 due to multiple system organ failure.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported multisystem organ failure and subsequent patient outcome could not be conclusively determined through this evaluation. An autopsy was not performed and hm3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, and hepatic dysfunction) and death, as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the outcome was not device or therapy related. The cause of the msof was not provided, but the device had operated as expected.